Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 3 degenerative mitral regurgitation (mr) and enlarged atrium for a mitraclip procedure. During the procedure, resistance was felt while turning the m knob. The clip was steered down to the mitral valve. Aortic hugger was observed. The plus knob was applied and the clip jumped open from the anterior side to posterior side. Plus knob was unable to respond. However, the clip was implanted. The mr was reduced to grade 2 post procedure. There was no clinically significant delay or adverse patient effects. On 14 january 2026, product device return, revealed cable break in steerable guide catheter (sgc).

Manufacturer narrative:
The device has been received. However, investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
All available information was investigated, and the reported inability to curve in the "+" direction was confirmed due to broken "+" cables. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the reported inability to curve in the "+" direction is due to the broken "+" cables. The broken cables appear to be related to procedural conditions (tension in cables after applying the "+" knob due to the aortic hugger likely resulted in the break). There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
N/a.